Manufacturer narrative:
The investigation included a review of the device history record (DHR), system risk analysis (sra) and functional analysis. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic decomp filter was returned and tested. The catalytic decomp filter exhibited a strong odor upon testing in a certified test system. The reason for the return of the catalytic decomp filter was confirmed. The oil mist filter was returned and tested. The oil mist filter exhibited a strong odor upon testing in a certified test system. The reason for the return of the oil mist filter was confirmed. The assignable cause of the haze/mist/vapor issue is the catalytic decomp filter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic converter and oil mist filter were replaced to resolve the haze issue. Unit meets specifications and was returned to service on 05/01/2017. The DHR was reviewed and confirmed the unit met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported an event of a "haze mist" emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.